Event description:
It was reported that the patient presented to the hospital due to increasing dyspnea. The device was not able to be interrogated and pacing was not visible on the electrograms. The device was explanted and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. Upon receipt, the device could not be interrogated due to low battery voltage. The device image was corrupted due to low battery voltage. The device was tested on the bench as well as using automated test equipment and no sources of high current drain were found. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the low battery voltage.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.